Manufacturer narrative:
The device is not available for investigation. It was discarded after the procedure since no malfunction occurred during the procedure.

Event description:
A cryoablation procedure was performed using the arctic front catheter. All four pulmonary veins were isolated without event. No abnormalities were noted during the case. Two hours post procedure, the pt developed a pericardial effusion requiring a pericardial tap that produced 250cc of fluid.